Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and noise. Lead fracture was confirmed. The ra lead was capped and replaced. It was noted that the patient was symptomatic due to loss of synchrony.  No further patient complications have been reported as a result of this event.